Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.   During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, at approximately 2:30-3 pm, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. Per clinical review of the available ECG data, the patient was seen in sinus rhythm at 80 bpm slowing to bradycardia at 50 bpm with motion artifact/CPR/motion artifact. The rhythm then transitions to sinus tachycardia at 130 bpm with CPR/motion artifact. The rhythm then degrades to vf with CPR/motion artifact. The patient receives a non-lifevest defibrillation at 03:23:12 on 12/7/2020, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient was in vf for approximately 3 minutes 13 seconds before receiving the defibrillation. CPR/motion artifact prevented the lifevest from treating the patient. The lifevest detected an arrhythmia at 03:24:00 while the patient was in asystole with CPR/motion artifact. The patient's rhythm then transitions to vf with CPR/motion artifact. The patient received a 2nd non-lifevest defibrillation at 03:24:24 on (B)(6) 2020, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was sinus tachycardia at 130 bpm with CPR/motion artifact. The patient was in vf for approx. 5 seconds before receiving the defibrillation. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The second external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. The patient then received a lifevest defibrillation shock at 03:26:34 while the patient's heart rhythm was obscured by CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient received a second lifevest treatment at 03:31:45 while the patient was in asystole with CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient then received a third lifevest defibrillation shock at 03:32:17 while the patient's heart rhythm was obscured by CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient was the patient was last seen in asystole with CPR/motion artifact and electrode lead fall off from approx. 03:41:22 until the device shutdown at 03:44:25 on (B)(6) 2020. The patient was reportedly in the hospital and under medical care at the time of passing. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.